Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use that a cardiosave intra-aortic balloon pump (iabp) had autofill failure. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. Corrected fields: d10. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue so the compressor was replaced to resolve the issue. Functional tests performed with positive outcome. The device was returned to the customer for clinical use.